Manufacturer narrative:
Manufacturer's investigation conclusion: although the report of alarms and pump stops were confirmed based on the evaluation of the log files provided by the account, a specific cause for the reported events cannot be determined through the evaluation of the returned pump. Additionally, a direct correlation between heartmate ii lvas and the reported lightheadedness and dizziness could not be conclusively established through this evaluation. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. The submitted log files contained data from 05jul2018 to 10jul2018. The log file captured pump stop events on 10jul2018, while the patient was supported by 14v li-ion batteries. The low speed hazard and low flow hazard alarms were also triggered at those times. It was noted that both power cables were disconnected on 10jul2018 at 7:49:42 am, 7:49:55 am, and 07:56:27 am. The pump appeared to function as intended before the pump motor stoppage. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to a potential electrical short. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device related issue and the potential cause of the reported events could not be determined. The evaluation did not reveal a device-related issue that would have contributed to the reported pump stoppages. The location of the suspected driveline wire compromise could not be determined; however, approximately 2 inches of the driveline was returned. Based on the total length of the driveline measuring 38 inches in length, approximately 36 inches of the driveline was not returned for analysis and a potential wire compromise on that portion of the lead could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 years and 5 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that several pump stoppages and low flow events occurred while utilizing batteries. It was reported that the patient was feeling a bit lightheaded/dizzy. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages. X-ray images did not revealed areas of concern on portions of the driveline, both internal and external to the patient. On (B)(6) 2018, the patient received a pump exchange. No additional information was provided.